Event description:
Subsequent to the previously filed report, additional information was received that after the valve was implanted, the patient's heart rate was low at 40-50bpm. The patient had a prior history of a first degree atrioventricular (av) heart block.

Manufacturer narrative:
An event of bradycardia was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined but could be related to patient history. Correction: h6: health effect - clinical code: removed code 4444 heart block. Added code 1751 bradycardia.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant with a large navitor loading system and large flexnav delivery system. The patient's calcification distribution did not extend beneath the aortic annular plane in the interventricular septum. Prior to pre-implantation balloon-aortic valvuloplasty (pre-bav) procedure, first degree atrioventricular block was detected. Pre-bav was performed with a non-abbott balloon catheter. The final implant depth of the valve was 3mm for both non-coronary cusp and left coronary cusp. It was reported the patient's arrhythmia worsened after device implant and a temporary pacemaker was required for treatment. The patient was kept at the hospital for rhythm monitoring and their status was reported as stable.

Manufacturer narrative:
Nana.